Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient who responded back to a follow up sent to them. The patient indicated they developed charcot foot and had to have reconstruction of their left foot. It didn't rid of the neuropathy and pain in left foot/toe. The patient confirmed it was not related to their device. The patient reported they don't know what circumstances led to long recharging. Patient indicated they have been slowly recuperating from the (B)(6) 2017 surgery and activity has been limited. Patient indicated nothing different has been done to resolve the long charging time. Patient currently has it set at 2.6 and was wondering if lowering it would use less of the charge. The patient indicated they were going to try turning off t he unit at night while sleeping to hopefully avoid having to charge daily for 2 hours.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that it was taking long to charge. The patient reported it was taking 2 hours to charge every day and implant is usually 50% depleted when they are charging. The patient indicated they turn therapy off when charging and is getting all 8 coupling bars. The patient reported they had foot surgery and had to wear a boot and cast. The patient indicated having an uncomfortable feeling in their foot and big toe. They don't want to bend so much so would try to get the stimulation to help with their foot and big toe. No further complications reported at this time.